Manufacturer narrative:
Assessment/investigation by merz: the batch record review for radiesse(+), lot a00251060, contains nonconformance reports (ncr) related to this lot. Reference (B)(4). During the batch record review, it was determined that this ncr did not contribute to the reported complaint because it did not impact final product quality. A lot search in the global safety database was conducted on the reported lot and no additional cases were noted. A review of trending for radiesse(+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, (B)(4), 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as non-serious per the following rationale: the information provided suggests the events are consistent with localized reactions to dermal filler injections which are typically self-limiting and may resolve without medical intervention. Corrective treatment included heat and acetylsalicylic acid and outcome was not reported. The event injection site swelling occurred in a compatible temporal relationship. Due to limited reporting of the injection date and onset date of the events injection site erythema and injection site pustule, temporal relationship can only be assumed. Due to limited reporting of the injection site and localization of the events, local relationship can only be assumed. The events injection site swelling, injection site erythema and injection site pustule are expected based on the currently valid us instructions for use (IFU) of radiesse(+) and can occur after treatment with radiesse(+). Product preparation issue and off label use of device are coded only for formal reasons. Dilution of radiesse(+) with lidocaine and bacteriostatic saline is not approved based on the us instructions for use (IFU). Information in this case is limited, pending further event details, comprehensive clinical assessment, and a confirmed diagnosis. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the events. There is no indication that the events resulted in permanent impairment or required medical intervention to prevent a permanent damage. Additionally, the events were not reported as life-threatening and did not require hospitalization. Therefore, based on the information provided, the reported events are classified as non-serious. Merz causality re-assessment due to follow-up information received on 26-may-2026: the case was upgraded to serious. The events concerns for vascular occlusion and itching were added. Off label use of device was added. The events linear redness and swelling were deleted. The outcome of the event a few pustules was reported as resolved. In the opinion of the reporter, the event a few pustules was related to radiesse(+). This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent permanent damage. Corrective treatment included heat, acetylsalicylic acid, hyaluronidase flushing, massage, nitro paste, heat, prednisone and red light therapy, with the outcome reported as resolved. The events occurred in a compatible temporal relationship. The event vascular occlusion (serious) occurred in a compatible local relationship. Due to limited reporting of the localization of the events injection site pruritus (non-serious) and injection site pustule (non-serious), local relationship can only be assumed. The events vascular occlusion (serious), injection site pruritus (non-serious) and injection site pustule (non-serious) are expected based on the currently valid us instructions for use (IFU) of radiesse(+) and can occur after treatment with radiesse(+). The reported linear redness, swelling, dark/dusky discoloration, reticular rash, headache and ecchymosis/bruising are considered to be symptoms of vascular occlusion (serious) and therefore were not coded. Off label use of device and product preparation issue are coded for formal reasons only. An injection into the temples is not an approved indication for radiesse(+) based on the us instructions for use (IFU). A dilution of radiesse(+) with lidocaine and bacteriostatic saline for injection into the temples is not approved based on the us instructions for use (IFU). Based on the information provided, causality is assessed as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the events. This case is considered serious and reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a female patient. The patient was injected with radiesse(+). Batch number was reported as a00251060 (expiry date: 26-nov-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00251060 (expiry date: 26-nov-2027). A lot search in the global safety database was conducted. Radiesse(+) was hyper diluted with 0.5 ml of lidocaine and 1 ml of bacteriostatic saline at a 1:1 ratio (product preparation issue, off label use of device). A total of 0.7 ml of hyperdiluted radiesse(+) was injected. A 22 g 5.08 cm (2 inch) cannula was used. Immediately after the radiesse(+) injection, the patient experienced swelling. On (B)(6) 2026 (reported as the day of the report), the patient reported there was an area of linear redness and a few pustules. On the day of the injection, the swelling subsided when pressure was applied, and capillary refill was normal compared to contralateral side which was not injected at the time. Corrective treatment included heat and aspirin. The patient was observed, and approximately 45 minutes later, capillary refill was normal. Due to the provided information, the outcome of the event swelling was considered as resolving. The outcome of the events linear redness and a few pustules was unknown. Follow-up information was received on 26-may-2026: the case was upgraded to serious. The events concerns for vascular occlusion and itching were added. The events linear redness and swelling were deleted. The patients initials, date of birth and weight (62 kg, reported as 135 lbs) were provided. She was 35 years old at the time of the events. The patient was injected subcutaneously with a total of 1.5 ml of radiesse(+) into the temples (off label use of device), on (B)(6) 2026. A total of 0.75 ml of diluted radiesse(+) was injected in each temple. Injection was performed by placing multiple retrograde threads using a fanning technique, with a 22g 50 mm (reported as 2 inch) cannula. Before the injection, the site was anesthetized with 0.1 ml of 2 % lidocaine with epi. Skin was prepped with puracyn and marked prior to treatment. Patients medical history included low blood pressure. Patients allergies included morphine. Past medication included morphine. Past aesthetic treatments included neurotoxin, filler, laser, microneedling and sculptra, with no complications or side effects. Concomitant medication was reported as none. The patient had no previous aesthetic treatments in the area treated with radiesse(+). The device did not have malfunction. The patient had no medical/dental procedure, illnesses, or vaccinations since the injection with radiesse(+). On (B)(6) 2026, immediately after the radiesse(+) injection, the patient experienced significant swelling, and a large area of dark/dusky discoloration on distal aspect of the left temple, along the hairline, and a delayed capillary refill. In (B)(6) 2026, she also experienced reticular rash, left-sided temporal headache and itching. Initial differential diagnoses included vascular spasm, vascular occlusion (vo), and a vascular compression secondary to hematoma. Heat was applied to the left temple, and the patient was given 325 mg of acetylsalicylic acid (asa). The patient continued heat application while the procedure was completed on the right temple. After radiesse(+) injection to the right temple, the patient experienced a mild swelling and a small area of ecchymosis, but a normal capillary refill. After 30 minutes, left temple was reassessed, distal discoloration resolved, and capillary refill improved. Patient was instructed to continue heat and monitor. Strict return precautions were given. Concerns for vascular occlusion were reported. On (B)(6) 2026, the patient attended a follow-up, and ecchymosis was noted on bilateral temples, with left side more intense. On left temple, there was bruising that extended to the corner of the eyelid. Capillary refill was normal bilaterally, and there were no reticular rashes, blanching, or pustules. On (B)(6) 2026, the patient attended a second follow-up, and reticular rash, pustules and a delayed capillary refill on left temple were present, which raised concerns for vascular occlusion (vo). The patient also reported left sided temporal headache and itching that extended into the scalp. Merz vo protocol was recommended and performed. Skin was prepped with puracyn, and 8 vials of hylenex were mixed with 1 ml of bacteriostatic normal saline (bns) and 1 ml of 2 % lidocaine to a total of 10 ml, and flushed into the left temple using a 25 g cannula. After that, the product was massaged vigorously, and a pea sized amount of nitro paste and heat were applied. Vitals were taken, and included a heart rate (hr) of 74, and blood pressure (bp) of 109/73. Capillary refill and reticular rash improved. She was given 325 mg of asa, and started on prednisone taper (40 mg for 2 days, 30 mg for 2 days, 20 mg for 2 days and 10 mg for 2 days). Red light therapy was planned. Sildenafil was not recommended because the patient had a history of low blood pressure. Ultrasound guided dissolving was planned if there was a worsening or no improvement. On (B)(6) 2026, the patient attended a third follow-up, and on the left temple, capillary refill was delayed, and the bruising extended to infraorbital region. No new pustules were noted. Second round of dissolving was done with 8 vials of hylenex with a 25 g cannula. After 30 minutes, the patient underwent an ultrasound, which demonstrated normal blood flow to the temple region with no evidence of vascular compromise. No further dissolving was recommended. Monitoring and hyperbaric chamber was planned if there was worsening or no improvement. The patient was advised to continue red light therapy. On (B)(6) 2026, the patient reported improvement in symptoms. Headache resolved, itching and pustules were improving, bruising was still present but not worsening, capillary refill was slightly delayed but improved. The outcome of the events was reported as resolved on (B)(6) 2026 (changed from unknown for the event a few pustules). In the opinion of the reporter, the event was not considered as permanent, treatment was necessary to prevent permanent damage, the patient was not hospitalized, and the reported adverse events were related to the use of radiesse(+). Therefore, causality was changed from reasonable possibility/suspected to related for the event a few pustules.